Event description:
The customer reported that after her training her blood glucose went up and found that the cannula was bent. The caller stated that she forgot to disconnect from the insulin pump while priming the new reservoir and accidentally gave herself about 100 units of insulin. The customer stated that she is a nurse and the event happened when she was at work. Another nurse was able to assist her and was given dextrose through the insulin drip. The customer also drank a lot of juice and crackers. The caller felt this was truly an error of her part and did not feel the need to test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.